Manufacturer narrative:
The fluid path was tested and fluid was observed exiting between the plunger/o-ring and the inner walls of the reservoir, indicating an inadequate seal between the o-ring and inner walls of the reservoir. This resulted in fluid diverting out of the fluid path, contributing to the failure to deliver insulin. No corrosion was observed on the device.

Event description:
It was reported the patients blood glucose level rose to 16.7 mmol/l (300.6 mg/dl) while wearing the pod between 24 and 36 hours on the arm. As treatment, a new pod was placed and a bolus was given.